Event description:
On (B)(6) 2010, patient reported the down button on his infusion device is no longer responding when he attempts a quick bolus. Patient stated the button pops back up as normal. Advised patient to switch to backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.